Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had been experiencing overstimulation while changing positions when lying down or in a reclining position for the last 2-3 weeks. It was noted this had woken the patient up on occasion and that this had not been an issue in the past. Follow up reported the patient had high impedance on electrodes 8,9, and 11. Impedances were greater than 10,000 ohms. Good coverage of painful areas was achieved without using the electrodes with high impedance. It was noted electrode 9 had been used on both the patient¿s existing programs. There were no further complaints from the patient.